Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4905179 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 25 jun 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the poly screw driver shft x20 (part #: 202033400, lot #: pc4905179) was received at us customer quality (cq). Visual inspection of the complaint device shows that the device was bent. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damage of the device. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: measured dimensions. Shaft od = conform. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received being bent at its shaft. This bent condition of the device would impact the assembly with mating device; hence the complaint is confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a posterior cervical case using the symphony system surgery. During the surgery, a screwdriver shaft was binding as if it is bent. The surgery was completed successfully. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1)poly screw driver shft x20. This report is 1 of 2 for (B)(4).